Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation carried out on the basis of manufacturing and material documents has concluded that the screwdriver in question was manufactured according to the specifications. Also the measured hardness parameters are within the scope of the specifications. The exact cause of damage is undetermined. The given screwdriver must be solely used for installation of the implants and any possible loosening from the screw cap should be carried out with the help of the t-handle with ratchet and torque limiter and the screwdriver. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.

Event description:
The tip of the screwdriver twisted and broke off. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)